Event description:
Customer reported changing her reservoir and her insulin pump alarming motor error. Customer's blood glucose is 272 mg/dl and she has not treated yet. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The motor was tested outside the device and passed the test. The unit functioned properly. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.